Manufacturer narrative:
The pump alarmed compromised force sensor system alarm during basic test due to loose protruded drive support disk. The pump was unable to perform occlusion, prime, and the excessive no delivery test due to compromised force sensor alarm. The pump passed self-test, unexpected restart test and all operating currents were normal. There was no unexpected low battery or off no power alarm noted. The pump was received with minor scratched display window, cracked reservoir tube lip, broken pump belt clip slot and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the customer had received compromised force sensor system alarm. The customer's blood glucose level was unknown. It was reported that the pump would be replaced and returned for analysis.